Event description:
It was reported that during preparation of the fiber for a ureteroscopy procedure, the fiber aiming beam was observed to be one-inch proximal to the tip back down to the body of the fiber, suggesting a fiber break. The fiber was changed, and the procedure was completed with the second fiber without patient complications.